Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3, s3u, s3ur IFU's were reviewed. Warnings include 'accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism'. Potential adverse events include 'exercise intolerance or weakness', 'valve stenosis', 'paravalvular or transvalvular leak', and 'valve regurgitation'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for increased gradients and central regurgitation are confirmed based on the medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, 'approximately 1-year and 8-months post implantation of a 26mm s3u valve in the aortic position via tf approach. The latest transesophageal echocardiogram (tee) done indicated that the bioprosthetic valve is well seated in the aortic position, but that the valve is malfunctioning ['] there is mild aortic regurgitation of the s3u valve, with the measurement data indicating there is at least moderate stenosis which is demonstrated with an ava of 1.15cm2 and a mean gradient of 36mmhg.' It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as atherosclerosis, hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. In this case, the patient medical history reported hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. Tissue calcification can impede leaflet mobility, leading to obstruction of blood flow across the valve with increased gradients. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient medical history reported hyperlipidemia. Hyperlipidemia is a known risk factor for leaflet calcification and thickening, which can lead to improper coaptation of valve leaflets, leading to central regurgitation as reported. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by patient support, a voicemail was received from a patient requesting information on their transcatheter aortic valve replacement (tavr) valve, which they reported is failing (approximately 1 year and 8 months). Additional information received noted that about a year ago, the patient started to notice shortness of breath, which has become progressively worse in the last 4 months. A couple of months ago, a transthoracic echocardiogram (tte) was completed and revealed that the valve has become severely stenosed. In august, the patient had a transesophageal echocardiogram (tee). The heart team revealed to the patient that the tee results showed a possible blood clot on the valve. Edwards then asked that a computed tomography (CT) scan be done to verify this finding. After reviewing the medical records provided, approximately 1-year and 8-months post implantation of a 26mm sapien 3 ultra (s3u) valve in the aortic position via transfemoral approach. The latest tee done indicated that the bioprosthetic valve is well seated in the aortic position, but that the valve is malfunctioning. The provided medical records from an office visit had stated there was severe stenosis, but that was prior to the latest tee. The transesophageal echocardiogram report from august included in these records, does not mention any type of clot on the 26mm s3u valve, or on any of the other valves, but does indicate there is mild aortic regurgitation of the s3u valve, with the measurement data indicating there is at least moderate stenosis which is demonstrated with an ava of 1.15cm2 and a mean gradient of 36mmhg. These records also indicates that the patient has progressive dyspnea on exertion, and as they are not a surgical candidate due to their refusal for any type of blood transfusion for religious reasons, a possible tavr in tavr procedure/intervention was discussed. As there is no indication of any blood clot mentioned in these records, combined with the fact the patient is currently on aspirin, and other anti-thrombotics at the time of their office visit in these records, this allegation is unconfirmed.

Manufacturer narrative:
Investigation is ongoing.